Event description:
User reported 3 false positive results. No information regarding additional tests. This is report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02023,2022: test 2, 3 of 3).

Event description:
User reported 3 false positive results. No information regarding additional tests. This is report 1 of 3.